Event description:
The facility reported a fail code 703 during biomed testing. Although baxter attemtped to obtain information, details were not available regarding additional contact nformation. The hospital representative stated that there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.